Manufacturer narrative:
Draeger is still investigation the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that a pt death occurred between 1:30 pm and 2:00 pm. The pt had a pacemaker, but the pacemaker was not activated on the monitor. The family alerted the service of the cardiac arrest of the pt. They tried cardiac message around 2:00 pm, but without success. The service indicates that the monitor has not rung and that on the drawing peaks on the electrocardiogram can be seen. The alarm of spo2 and respiration rate was disabled. (B)(4).